Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that switch 1 did not work due to damage. It was also noted that water tightness was lost due to deformation of the up/down knob and there were scratches noted throughout the device. The paint on the scope cylinder and air/water cylinder was peeled. The control unit was dirty due to water leakage and the adhesive on the bending section rubber had a chip. The bending tube was deformed and the up/down knob could not be locked securely due to wear of the forceps elevator lever. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. It was noted that the device was cleaned and disinfected prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumed caused could not provided based on the obtained information a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif-ez1500 describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-ez1500 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the gastrointestinal videoscope freeze function did not work properly. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.